Event description:
It was reported that the device is displaying speaker malfunction. It is unknown if the device was not in use monitoring a patient at the time of the event.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the device is displaying speaker malfunction.the device was in use monitoring a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips response service engineer (rse) spoke to the customer. It is unknown how this issue was resolved. It is unknown if there was still sound coming from the device. A good faith effort attempt was made to obtain additional information but was unsuccessful to date.